Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). One (1) used kit was returned for evaluation. Visual examination of the contents of the kit notes that the sample did not contain the reported component. No catheter connector inside the kit to evaluate. For continued safe use of the perifix catheter connector a detailed step-by-step instructions of how to use the perifix catheter connector label and cloth/silk medical tape has been provided. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.

Manufacturer narrative:
This report has been identified as b. Braun medical inc. Internal report number (B)(4), event 1 of 4. The device involved has not been received for evaluation and the investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As per user facility, event 1: facility reported catheter connectors are enclasping. About 4 trays have been affected. No patient injury.